Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the service center, the device failed active exhalation verification. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issue. Fco86600081follow-up repair to be handled by a philips authorized service provider.